Event description:
It was reported that the pump reset unexpectedly. Customer loaded a new cartridge and resumed insulin delivery successfully. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting down. Lastly, it was reported that data points were missing from the continuous glucose monitor graph. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 123-133 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.